Manufacturer narrative:
Additional information received; it was noted by the physician that the cause of the stenosis/kinking was related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1628c82ee, s/n: unknown, use by date: unknown, upn #: unknown. Etlw1620c124ee, s/n: unknown, use by date: unknown, upn #: unknown. Unk-cv-sr-endurant, s/n: unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, after the stent graft was implanted, an angiogram "identifed" stenosis at the level of the left leg with slowing of the flow observed. It was noted the origin of the left common iliac artery was particularly angled. A self-expanding stent was placed with improvement of flow noted. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.